Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that injector locking n40-o disconnected from the line. The following information was provided by the initial reporter: it was reported that device disconnected from the patients mediport line. Per complaint details received: patient was hooked up to ivf with a chemo ivf line that had a phaseal optima device on the end per policy. Approximately 2 hours into the infusion, the device disconnected from the patient's mediport line. Pump alerted and beeped "occluded" line was cleaned appropriately and ivf line reattached to patient.

Manufacturer narrative:
H.6. Investigation: no samples or photos received for investigation. Nine retained samples from the same lot were evaluated, and luer lock measured, no damage or defects observed, measurements met acceptance criteria. A device history review was performed for lot 2104302, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that injector locking n40-o disconnected from the line. The following information was provided by the initial reporter: it was reported that device disconnected from the patients mediport line. Per complaint details received: patient was hooked up to ivf with a chemo ivf line that had a phaseal optima device on the end per policy. Approximately 2 hours into the infusion, the device disconnected from the patient's mediport line. Pump alerted and beeped "occluded" line was cleaned appropriately and ivf line reattached to patient.